Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) had two desktop chargers (dtcs) that were broken. One of the dtcs had a broken connector pin, and the other dtc would not charge either of their rechargers. The patient did not have the dtcs with them at the time of the call. Agent reviewed that replacement dtcs can be requested once they provide the serial numbers. The patient will call back to provide serial numbers. The patient indicated that they might also need two ac power cords (agent was under the impression that the patient lost them)."